Manufacturer narrative:
Initial reporter e-mail - (B)(6). Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from a hole in the IV (intravenous) tubing while connected to a patient. The event was further described as, the patient was ¿sent to CT with IV infusing, came back with hole in IV tubing, leaking blood and IV fluid down the hall. The blood back flowed to hole in tubing.¿ the hole was approximately in the middle of the half closer to the patient, ¿maybe ¾ ways down from the spike¿. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.